Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 58 months ago. The aortic neck at the time of implant was about 20 mm in diameter. Vessel morphology was reported as mild calcification and mild tortuosity. It was reported that at the time of implant, the stent graft may have been placed low; however, no complications had been reported. It was reported that approximately 1 month ago, CT demonstrated a type I endoleak with stent graft migration and that the aortic neck had dilated to approximately 25 mm in diameter. The cause of the migration was disease progression with significant proximal aortic neck angulation and dilatation. The physician elected to implant an aneurx cuff stent graft to successfully resolve the endoleak and migration. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Other, secondary intervention required - eval results - endoleak, migration. Disease progression with significant proximal aortic neck angulation and dilatation. Conclusion: disease progression with significant proximal aortic neck angulation and dilatation.